Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached in the 300's mg/dl less than 24 hours after the pod was activated. She believes the cannula was not properly inserted into the infusion site. The pod was then removed and she gave a manual injection of insulin (exact dosage was not provided). She was able to lower her bg back to normal range (exact bg level was not provided).